Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer does not centrifuge patient samples according to the tube manufacturer specifications. The cause of the discordant, falsely low sodium results on one patient sample is unknown. The cause of the patient samples being centrifuged outside of tube manufacturer specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample resulted higher the fourth time it was run on the instrument, which was the expected result. The fourth result obtained was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.